Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was not able to replicate the error 17 on the system, however, fse spoke with dvstat and after doing a deep dive in the logs it was determined that the faults did point to communication issues in the viewer and that replacing the viewer should resolve the issue and prevent it from possibly coming back. Fse replaced the viewer. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The surgeon side console (ssc) viewer was analyzed. Fa performed troubleshooting and was unable to replicate on site, however after checking recorded error logs confirmed errors 17 and 307. Performed a visual inspection and found connector from left ergo cable (part# 375110-02) disconnected into mceh board. Also found flat flex cable into mceh connector slightly crooked. Installed on an internal equipment, fixture, or tool (eft) system and was able to replicate reported issue. Powered down and reattached connector and reseated flat flex cable. Power cycled system several times and let system sit idle for 4 hours and no error faults occurred. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report the system is faulting with error 17. Prior to calling customer performed multiple hard power cycles on all carts and reseated all blue fiber cables with no change. Logs indicate error 17 and 307 on the sdch node (console viewer). Customer does not have another working console to swap out. Caller is going to discuss their options moving forward with the surgeon. The procedure aborted with no patient involvement.